Manufacturer narrative:
(B)(4). The lot was manufactured from august 22, 2014 ¿ august 23, 2014. The unit was received for analysis. Visual inspection on the unit noted that the yellow coil cap had separated from the housing. The cause was due to malformed housing during the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor was detached from the housing. This was noted while opening the packaging and before use. There was no patient involvement. No additional information is available.